Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was seen in office on the day of the report. The patient was getting stimulation in the belly but was able to capture some back and leg as well. The rep reported that per the patient he had always felt stimulation in the belly to some extent. The rep reported that patient also complained of the battery poking out and getting caught on things, causing pain. The rep reported that the burning with charging happened when he charged from completely empty to full. The rep suggested that the patient charge more often at shorter intervals. The patient was being referred to a neurosurgeon for a possible pocket revision. Additional information was received from the rep on (B)(6) 2018. The rep reported that the patient slowed down recharging and still felt the burning. The appointment with the surgeon was to be determined. The rep instructed the patient to notify them of appointment when he has one. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was seen in office on the day of the report. The patient was getting stimulation in the belly but was able to capture some back and leg as well. The rep reported that per the patient he had always felt stimulation in the belly to some extent. The rep reported that patient also complained of the battery poking out and getting caught on things, causing pain. The rep reported that the burning with charging happened when he charged from completely empty to full. The rep suggested that the patient charge more often at shorter intervals. The patient was being referred to a neurosurgeon for a possible pocket revision. Additional information was received from the rep on (B)(6) 2018. The rep reported that the patient slowed down recharging and still felt the burning. The appointment with the surgeon was to be determined. The rep instructed the patient to notify them of appointment when he has one. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient was scheduled for a lead revision on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the patient not feeling stimulation in the leg anymore, the battery feeling hot/burning while charging, the battery poking out and the battery dying after a day was not determined. The patient was scheduled for a consult on sep-28. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that they received a phone call from the patient stating he needed to be reprogrammed because he was no longer felt stimulation in the leg like he used to. The rep also reported that the battery felt ¿hot¿ when charging and battery dies after a day. It was unknown what the settings are and if that¿s expected. The rep reported that they would be seeing the patient at his next appointment on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that on (B)(4) 2018 the patient had a lead revision and battery replacement. The rep reported that two percutaneous leads and the battery were explanted and replaced with new paddle lead and battery. The pocket was moved to the left flank and was previously on the right. The patient was only getting left side coverage with minimal right post procedure and following morning after surgery. The rep reported that the patient needed bilateral back and right leg coverage. The surgeon was notified of coverage. The rep reported that the patient was currently doing well and they would reevaluate at post-operative appointment. No further complications were reported.